Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2018; 511212 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was unable to communicate with programmer and implantable cardioverter defibrillator (ICD) during wired telemetry session when patient had an left ventricular assist device (lvad). Only in a wireless session were they able to getc ommunication. The ICD remains in use. No patient complications have been reported as a result of this event.